Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. A ¿catheter not detected¿ error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to a fracture in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a supraventricular tachycardia procedure, contact force was not displayed resulting in a delay. The tactisys quartz was restarted and replaced, but the issue persisted. The tacticath catheter was replaced with another of the same lot, and the procedure was completed with no adverse consequences to the patient.